Event description:
Surgalign director of (B)(6) informed us of a complaint involving a study patient, "date of event: 3-23-2022. Subject presents today with worsening low back pain and extends into her buttocks. The pain improves whenever the patient bends in a forward position. The l4-5 posterior instrumentation demonstrates to be stable. Subject is getting an updated MRI to further evaluate the pathology. Once the exam has been completed she will follow up with her doctor to review the results and decide on any further treatment. Subject stated the pain began about a year ago, but could not give a particular date. Date of surgery: 11-7-2019."

Manufacturer narrative:
Device not inspected due to remaining in the patient. No batch information was provided, so the manufacturing records could not be investigated. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report at this time.

Manufacturer narrative:
Device not inspected due to remaining in the patient. A DHR review has been conducted and confirmed that the device met specification prior to shipping. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report at this time.

Event description:
Surgalign director of quality (B)(6) informed us of a complaint involving a study patient, "date of event: 3-23-2022. Subject presents today with worsening low back pain and extends into her buttocks. The pain improves whenever the patient bends in a forward position. The l4-5 posterior instrumentation demonstrates to be stable. Subject is getting an updated MRI to further evaluate the pathology. Once the exam has been completed she will follow up with her doctor to review the results and decide on any further treatment. Subject stated the pain began about a year ago, but could not give a particular date. Date of surgery: (B)(6) 2019."